Manufacturer narrative:
The reported event was addressed with phone support. The reporter confirmed that universal surgical manipulator (usm) 2 made a broad sweeping motion nearly 180 degrees around after the surgeon was finished moving the camera. The intuitive surgical, inc. (Isi) field service engineer (fse) informed the reporter that the surgeon likely let go of the camera pedal while trying to move the camera and ended up moving the arm significantly. The reporter said they would continue to use the da vinci surgical system and call back if the issue recurs. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 2 moved on its own. While the surgeon was adjusting the camera, usm 2 and the instrument installed in usm 2 spun around. The reporter explained that the usm was moving at the same time as the camera, and the light on the usm was blue. The logs did not reflect any system related issues. The procedure was completing as planned with no reported injury.